Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the plastic disc detached from the adhesive at the infusion site. The patient replaced the site and resumed insulin delivery without interruption. Glucose levels were unaffected. There was a patient involvement and there were no additional adverse consequences.